Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display. She also reported a low battery alarm. Customer's blood glucose was 145 mg/dl. Customer also stated there was no physical damage to the insulin pump and that the insulin pump was not exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.